Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: bd had not received the material number or lot number for the product issue. A good faith effort has been made and this complaint will be closed without further investigation at this time. If additional information is made available, this complaint will be reopened to assess the level of investigation needed.

Event description:
It was reported with the use of the unspecified vacutainer blood collection tube experienced poor barrier separation of sample. The following information was provided by the initial reporter: the customer stated "the sample is left with a spongy fluid mass at the top." Customer states that when they spin the tubes down, they are left with a spongy fluid mass at the top. It's not aspirating and it doesn't give an error. Not sure if it's an issue with the centrifuge or the tubes.